Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under delivery in the intensive care unit. Vancomycin dose hung at 0107 per protocol of secondary set up. Volume to be infused programmed 250ml to run over 2 hours. Baxter pump accounted for total volume programmed at the end of two hours, however the bag was still full. Approximately 70cc remained. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.